Event description:
It was reported that pump displayed malfunction alert 199 in tandem source, and caller was informed this indicated malfunction on pump with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received instructions on how to reset pump, successfully reset it, and malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.